Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 786125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thrombocytopenia, uterine bleeding, allergic reaction to analgesics (groggy.), allergic reaction to antibiotics and endocervical polyp. Concomitant products included amitriptyline, oxycocet (percocet), salbutamol (albuterol) and sumatriptan succinate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). The patient was treated with surgery (total robotic hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and dyspareunia had resolved and the vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in dec-2011, plaintiff sought medical treatment regarding the symptoms. Because of the requirement to undergo a robotic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Plantiff reported the injuries or symptoms decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2011: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 786125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thrombocytopenia, uterine bleeding, allergic reaction to analgesics (groggy.), allergic reaction to antibiotics and endocervical polyp. Concomitant products included amitriptyline, oxycocet (percocet), salbutamol (albuterol) and sumatriptan succinate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). The patient was treated with surgery (total robotic hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and dyspareunia had resolved and the vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2011, plaintiff sought medical treatment regarding the symptoms. Because of the requirement to undergo a robotic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Plantiff reported the injuries or symptoms decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal) and pain. On 1-mar-2018: medical record received, reporter added, patient concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2011, plaintiff sought medical treatment regarding the symptoms. Because of the requirement to undergo a robotic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.